Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 522mg/dl. The customer stated that the night before she changed the infusion set and received a no delivery alarm. The customer's glucose level was over 500mg/dl, and she changed the entire infusion set, but her glucose level was not dropping. The customer experienced nausea, fatigue, and headache. No further information was provided.